Manufacturer narrative:
An event regarding crack/fracture involving a dall miles cable was reported. The event was confirmed after examination of the returned device. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 29 apr 2019. This inspection indicated: the returned device showed the respective fracture surfaces. Due to the size of the individual fracture surfaces no additional visual analysis was performed. Material analysis of the returned device noted the following: the dall-miles cable fractured in overload and eds showed that it was consistent with an astm f1314 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: material analysis of the returned device concluded that the dall-miles cable fractured in overload and eds showed that it was consistent with an astm f1314 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the primary operative report is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Breaking the dall miles cabele during implanting (ref: 3704-0-050, lot: 69107907); surgery ID: (B)(6); another cabel needed. Update: "patient has reported the symptoms of pain within the proximal femur; the imaging showed a rupture of the bone and distal migration of the stem; revision treatment with the aesculap revision function and stryker dall miles system - one of the cables sprang up during tensioning. Replaced with another cable. No additional comments. Condition of the patient after the surgery very good - broken cable successfully replaced." Left side; surgical delay: 10 min.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Breaking the dall miles cable during implanting; another cable needed. Update: "patient has reported the symptoms of pain within the proximal femur; the imaging showed a rupture of the bone and distal migration of the stem; revision treatment with the aesculap revision function and stryker dall miles system - one of the cables sprang up during tensioning. Replaced with another cable. No additional comments. Condition of the patient after the surgery very good - broken cable successfully replaced."